Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler would not continue to fire. A new device was used to correct the issue. The current patient status is good. Buttress material was used: gore seamguard, item code: (B)(4). The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. No other manufacturer's device was used. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.